Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 10ml leaked. The following information was provided by the initial reporter: leakage of the plunger of the syringe during the epidural insertion (air bubbles during the aspiration). (During a reinjection of epidural 2 days before, drops of product were dripping at the level of the plunger (20ml syringe)).

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation. After a review of the retained samples, no defect was observed. Therefore, the team could not confirm the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on customer feedback of the issue, the cause could be produced as a consequence of a damage in the plunger lip which could cause the reported leak issue. This damage could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe s2 10ml leaked. The following information was provided by the initial reporter: leakage of the plunger of the syringe during the epidural insertion (air bubbles during the aspiration). (During a reinjection of epidural 2 days before, drops of product were dripping at the level of the plunger (20ml syringe).